Manufacturer narrative:
Log files were reviewed and found a renderer error while the user was in volume review. Additionally, transducer related alert messages were found including "cougar probe test failure". A probable cause of the system crash during review was determined to be due to a bad startup initialization of the system, however the exact root cause could not be determined based on the log files alone. The transducer was not available for analysis, therefore further investigation is not possible. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4.

Event description:
During a transesophageal echocardiogram (tee) exam, a us_31 error message occurred with the following text: "volume review[?]... Restart system functionally..." Pressing ok results in the same error message appearing. Another device was used to complete the procedure. There was no patient injury. No further information is available. This MDR is being submitted following a retrospective review.